Manufacturer narrative:
H6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced a partially retracted needle. The following information was provided by the initial reporter: an IV was initiated on the left antecubital. The needle was pulled out as position was verified with blood flashback, it was noted however that the plastic catheter right at the site still had visible needle in it despite the needle being pulled out.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of birth: only the patient's age was provided, therefore a default date of birth has been listed. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced a partially retracted needle. The following information was provided by the initial reporter: an IV was initiated on the left antecubital. The needle was pulled out as position was verified with blood flashback, it was noted however that the plastic catheter right at the site still had visible needle in it despite the needle being pulled out.